Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion and two curved openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one opening crease(smooth), one opening crease(sharp), one sharp opening and nick(other). A dimension measurement of the shell was performed which identified the thickness to be within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one opening crease(smooth) assessed as fold(flaw) opening, one opening crease(sharp) assessed as fold(flaw) opening, one sharp opening assessed as unidentified(tear) opening, and nicks(other) assessed as non-penetrating nick.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.